Event description:
It was reported that during follow up, an asymptomatic patient was observed with increase capture threshold and decrease lead impedance. The physician suspected the lead was dislodged and a chest x-ray was scheduled for confirmation.

Manufacturer narrative:
(B)(4).